Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the 31 g x 5 mm bd ultra fine¿ insulin pen needle fell off at some time, customer was not clear when. Customer was seen in the ER and received x-ray to determine if needle remained in her body. X-ray did not confirm a needle left in her body.

Manufacturer narrative:
Investigation summary: customer returned ( 3 ) 5mm, 31g bd pen needles without the tear drop label. Customer reported needle was missing when putting cap on. Cannot determine when needle was missing. All returned pen needles were examined; on was ok, no bent no defects found; the remaining 2 returned needles were bent at the pe of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the patient end of the cannula would be the cause for the customer to think the needle was broken/detached (as reported), when in fact it was bent. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time potential root cause: manufacturing process - the presence of the deep indentation displayed in the epoxy and plastic hub area, created by the cannula shaft attests to the severe bending that possibly occurred during manufacturing process.